Event description:
A report was received that the patient is experiencing chronic discomfort at the lead incision site. The incision site is sensitive to touch. The pain is constant with the stimulation on or off. The patient was prescribed with topical cream for lead incision site discomfort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, (B)(4), description: linear 3-6 lead 50cm; model # sc-3354-25, (B)(4), (B)(4), description: w4 splitter 2x4-25 cm.

Event description:
A report was received that the patient is experiencing chronic discomfort at the lead incision site. The incision site is sensitive to touch. The pain is constant with the stimulation on or off. The patient was prescribed with topical cream for lead incision site discomfort.

Manufacturer narrative:
Additional information indicates that the patient underwent a revision procedure. The physician explanted patient's peripheral leads. Nothing was implanted. The patient is reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.